Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. The complaint was not verified. In the lab, the ipg was successfully charged fully in one cycle. These results attested that the devices were capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The ipg passed all the required tests, and exhibited normal device characteristics.

Event description:
A report was received that the patient could not get the ipg to charge and was no longer functioning. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient could not get the ipg to charge and was no longer functioning. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient could not get the ipg to charge and was no longer functioning. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4).